Event description:
It was reported that the ilet displayed recurrent alert 36 indicating an invalid hall sensor state, and the user experienced connection issues between the ilet and the dexcom sensor before the sensor eventually connected; the event was managed through troubleshooting and the device was replaced, with the medical device problem characterized as a failure to infuse and the implicated device component identified as the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. The device was returned for evaluation. Preliminary investigation of this case revealed an electrical or electronic component problem consistent with a motor-related issue leading to a failure to infuse. The device was opened to check for fluid ingress and or an object damage, none was found. At some point the flex cable from the hoverboard to the main board failed this cause an alert 36. The customer complaint is confirmed.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.